Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/18/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results of 60, 47, 51 and 45 mg/dl. Customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Customer has only been using the truemetrix air meter for a few weeks. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, back to back blood test was not performed by the customer. Product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 09/23/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results of 60, 47, 51 and 45 mg/dl. Customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Customer has only been using the truemetrix air meter for a few weeks. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, back to back blood test was not performed by the customer. Product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 09/23/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1:60mg/dl (B)(6) 8:45am fasting, result 2:47mg/dl (B)(6) 9:10am fasting, result 3:51mg/dl (B)(6) 9:10am fasting, result 4:45mg/dl (B)(6) 3:45pm fasting, result 5:80mg/dl(B)(6) 11:09am fasting.